Manufacturer narrative:
Product complaint # (B)(4). Additional information: age , sex, implant date, date received by MFR. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 33, male. What was the date of the initial procedure? (B)(6) 2019. What tissue was the suture used on during the initial procedure? Please refer to the event description, no further information can be provided. What were the patient symptoms of poor wound healing? Please refer to the event description, no further information can be provided. How many days post procedure did the patient experience symptoms? Unk. What was the date of the debridement? (B)(6) 2019. Can you describe the appearance of the suture during the second procedure? Please refer to the event description, no further information can be provided. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unk. Is any sample of lot pbm884 available for evaluation? No. What is meant by "reaped debridement"? Repeated debridement. Was there any additional wound management after the debridement? Unk. Was another suture used to resew the wound? Which suture? Unk. Does the patient have any other medical conditions/ comorbidities? Unk. What is the patient¿s current status? Unk.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbm884 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what was the date of the initial procedure? What tissue was the suture used on during the initial procedure? What were the patient symptoms of poor wound healing? How many days post procedure did the patient experience symptoms? What was the date of the debridement? Can you describe the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? Is any sample of lot pbm884 available for evaluation? What is meant by "reaped debridement"? Was there any additional wound management after the debridement? Was another suture used to resew the wound? Which suture? Does the patient have any other medical conditions/ comorbidities? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a procedure for repair of rupture of achilles tendon on an unknown date and suture was used. Post operatively, on (B)(6) 2019, the patient experienced secretion and poor wound healing. The suture was removed and reaped debridement was given. Then the patient's condition was improving. Additional information has been requested.